Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Healthcare professional later reported "plug strap separated". Device has been explanted.

Event description:
Healthcare provider reported a right side deflation. Healthcare professional later reported "plug strap separated". The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening. Leak test was performed and found opening on anterior. A microscopic analysis was performed which identify opening sharp in the plug strap disk shell. The other technical is for particles in the valve but not observed during analysis. A dimension measurement in the shell was performed which identify the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on plug strap bond edge to an unidentified (tear) opening.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is deflation.

Event description:
Healthcare provider called to report a right side deflation. The device remains implanted.